Manufacturer narrative:
Since it was unknown whether the actual sample was contaminated by infectious agents, visual inspection was performed from the outside of plastic bag. Visual inspection of the actual sample from the outside of plastic bag found no anomaly such as a kink was found within the range that could be confirmed. Magnifying inspection of the actual sample from the outside of plastic bag: the ptfe coating had been peeled off at approximately 1500mm from the distal end. Therefore, it was likely that "the shape of guidewire had changed" in the complaint was the peeling of outer layer. Longitudinal scratches were found at approximately 110mm and 180mm from the distal end of outer layer. No anomaly such as a peeling of outer layer was found in other section that could be confirmed. Since the involved lot number was unknown, the investigation could not be performed. In the past three years (february 2021 - january 2024), no defect occurred in the manufacturing process related to peeling of the coating for the product with the involved product code. As a possible cause of occurrence, it was likely that the actual sample came into strong contact with some hard object (such as a device used in combination), and abrasion force exceeding the product's strength limit was applied in that state. However, since it was unknown whether the actual sample was contaminated by infectious agents, and detailed investigation could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The involved product was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. When attempted to close the handle of the grasping forceps to retrieve the tube stent, the tip cup remained open and did not close. The guide wire and grasping forceps were inside the forceps channel of scope. The involved grasping forceps were forcibly drawn into the forceps channel of scope and removed. Subsequently, the guidewire was removed from the scope, another grasping forceps was inserted, and the tube stent was removed. The shape of guidewire had changed around 150cm from the distal end. The event occurred intra-operative. There was no patient injury medical or surgical intervention. The procedure was completed successfully. The final patient impact was not harmed.